Event description:
The manufacturer received information that a trilogy 202 ventilator had a error occur during use of the ventilator with red alarm "ventilator needs maintenance" appearing on the screen and causing the inability to ventilate normally. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted if a manufacturer's investigation is complete.